Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the pitch cable was at the distal clevis. Engineering also found bent grips, deep scratches, and pogo pins sticking. The one grip was bent, causing side-to-side misalignment of grips. There was a .0220 offset at the tips. Engineering concluded that damage was likely due to mishandling. The distal end of the main tube had multiple scratch marks exhibiting light material removal and a rough surface finish. Engineering concluded that damage was likely due to mishandling. The one pogo pin was found stuck at the base. The instrument passed electrical continuity testing. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. O do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during reprocessing the da vinci si radical prostatectomy fenestrated bipolar forceps instrument was noted to have a torn cable. No patient harm, adverse outcome or injury was reported.